Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead exhibited crosstalk oversensing. The p-wave was sensed on the ventricular channel and it was labeled as a premature ventricular contraction. Then it was sensed on the atrial channel and labelled as atrial sensed. The qrs was sensed and was labeled as ventricular fibrillation. Boston scientific technical services suggested an rv lead revision to find a better position that doesn't pick up the p waves as it may lead to inappropriate therapy at higher rates and could cause pacing inhibition if it is not revised. At this time, the lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.